Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the fast-draining battery of the adc freestyle libre reader. On (B)(6) 2019, the customer was unable to obtain a scan of the sensor with the reader and exhibited tremors. The customer was treated by a non-hcp with oral sugar. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the fast-draining battery of the adc freestyle libre reader. On (B)(6) 2019, the customer was unable to obtain a scan of the sensor with the reader and exhibited tremors. The customer was treated by a non-hcp with oral sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correctional report. Adverse event/product problem, has been incorrectly documented in the initial MDR report. Adverse event or product problem has been updated.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the fs libre reader was reviewed. The dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the fast-draining battery of the adc freestyle libre reader. On (B)(6)2019, the customer was unable to obtain a scan of the sensor with the reader and exhibited tremors. The customer was treated by a non-hcp with oral sugar. There was no report of death or permanent injury associated with this event.